Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor broken. Broken part missing unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor was not giving readings when inserted into their body. The customer also reported having differences in their blood glucose and sensor glucose readings. The customer declined to troubleshoot for the differences. The customer was advised the sensor will be replaced. The customer agreed to return the sensor for analysis.